Manufacturer narrative:
The reported low-pacing impedance was not confirmed. As received, a complete lead was returned in one piece, with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts, and visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited low pacing impedance. The lead was not used. The patient was stable.